Event description:
Patient rolled out of bed. The railing underneath was not set up correctly so there is no support on the mattress. Part of the mattress was hanging off on both sides, mattress is not inflating correctly. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).